Event description:
Reference number (B)(4). Event occurred in the united states. On 06-oct-2024. It was reported that the patient faced infusion set occulsion at site within 3 hours of insertion. Site of insertion was upper buttocks. No further information available.